Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the right ventricular (rv) lead exhibited a gradual decrease in sensing, which worsened despite multiple repositioning attempts. The rv lead was subsequently removed and replaced. The patient experienced no adverse consequences.